Manufacturer narrative:
Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record for serial/lot number (B)(4), manufacturing date: 02/15/2018. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. The tip, datacard log, and return pad were evaluated. There were no issues found with the tip. The datacard log confirmed the system worked as designed. The datacard log showed errors occurred during treatment that alerted the physician to check the return pad and return cable. Errors indicate a recoverable problem that requires operator intervention. If the error occurs during an rf treatment, the rf delivery will be stopped, and then a post-cooling step will be completed prior to generating an ¿error tone¿ and displaying the event code and event message. After the error tone, the system will transition into ¿action required¿ mode and will display text with instructions for the operator indicating what action may be required to resolve the issue. The datacard log confirmed the system worked as designed even though there were inefficient rf delivery error codes: e109, e112, and e076. Poor return pad contact may lead to low rf delivery and error condition. These errors instructed the customer to check the return pad and return cable. Evaluation of the return pad by quality confirmed the physician¿s account that the corners of the pad were burned. Further evaluation found a discontinued return pad (tr-1) was used during treatment. The return pad expired in 2012 and should have not been used during treatment. Using an expired return pads could affect efficacy and safety during treatment. The physician applied the pad to the flank/side which does not have minimal curvature and could impact patient contact. Evaluation found the return pad was modified using skin tape to adhere it to the patient. According to thermage user manual (p009240-04) and thermage safety risk assessment (sha-09-001), patient burns at the return pad site are possible if the adhesive partially fails or poor contact is made with the patient. The return pad is the rf generator¿s neutral electrode. Therefore, it is an integral part of the thermage rf energy delivery system. Thermage user manual (p009240-04) details the proper use and placement of the return pad. These are key elements in the safe and effective utilization of this device. The return pad should be applied in a well vascularized area that is free of hair and tattoos, has minimal curvature, and is appropriately distanced from the treatment area. The return pad is self-adhering with conductive adhesive and designed for single-patient use only. The customer should inspect the return pad package and make sure they do not use if the package is opened, damaged, or expired. The patient should never be placed under anesthetics during thermage treatment, as was done in this case. The customer must be alert and provide required feedback during treatment. During treatment, attention should be given to the return pad for signs of heating. The patient should feel no sensation of heat at the return pad site. If the patient reports feeling heat or electrical stimulus at the site, immediately discontinue rf delivery and check the return pad¿s placement and all cable connections. Customer is instructed to stop treatment until this condition is corrected. If the patient is repositioned during treatment, always verify the return pad maintains contact to the skin and the cable connections are not compromised before resuming treatment. These steps could not be followed due to the patient sedation in this case. Based on the available information, this treatment was performed in an off-label manner that resulted in unsafe conditions for the patient. The investigation is complete. No corrective action is necessary.

Manufacturer narrative:
The evaluation of the data log indicated that the system performed as expected. The tip passed the leak, visual and thermistor testing. No functional test was performed due to no reps remaining. The investigation is still ongoing.

Event description:
A report received from a facility in (B)(6) stated that a patient who underwent a thermage procedure received a burn on his flank. The patient who is very sensitive to pain was under anesthesia during the procedure and he was sleeping. The doctor applied the return pad on his flank and fixed it with skin tape. After performing about 350 shots, highest energy level used was 2.5- there was a smell of burning and the doctor stopped the treatment. The patient's presented a burn on the flank and both corners of the return pad were also burned. The patient was sent to the general hospital and he will require a skin graft.